Event description:
It was reported that when an asymptomatic patient presented in the clinic for a routine follow up visit, upon review, non-sustained rv oversensing issue was observed on the ventricular channel. Possible myopotential oversensing was suspected. Programming changes were made which resolved the oversensing issue. Patient was stable.